Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation perforated (stylet/guidewire). The lead was evaluated, and it was noted that the helix was fully retracted and the distal conductor was distorted and fractured within the connector. Outer and inner insulation pulled apart due to overstress.

Event description:
It was reported at implant attempt, the stylet was caught in the lead. It was pulled out by the physician. The lead screw mechanism (helix) also was not working properly. When putting the stylet down to take out the lead, it went through the lead body. The lead was not implanted. No patient complications have been reported as a result of this event.